Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited failure to capture. The lead was explanted and replaced. The patient was stable in condition.

Manufacturer narrative:
The reported event of failure to capture was confirmed. Analysis found that a partial lead was returned in three pieces measuring 8.1 cm at the connector portion, 2.4 / 3.4 cm (outer insulation / outer coil) at the middle portion and 8.5 / 49.5 / 51.1 cm (outer insulation / stretched outer coil / stretched inner coil) at distal portion . Visual examination found multiple external abrasions breaching the outer insulation and exposing the outer coil was found at the distal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abraded region consistent with friction to another device or feature of the patient anatomy.